Event description:
Patient called to report that meter has no power. Patient replaced the batteries and meter still had no power. Patient did not have any symptoms. Ccr replaced meter. No further information has been reported.